Manufacturer narrative:
Evaluation summary: spacer insulation breached. Partial lead in segments returned. Evaluation summary correction 1/5/1998 1901. Outer insulation breached, partial lead in segments returned. Initial spacer insulation breached was incorrect coding.